Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. There were no additional adverse patient effects reported. The ICD was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory and the baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected. The infection allegation could not be confirmed by lab analysis. Infection is a known medical risk when the skin barrier is breached.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had an infection. A revision was performed and the ICD was explanted. There were no additional adverse patient effects reported. The ICD was returned for analysis.